Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination found a multiple kinks along the hypotube. There were no issues with the mid shaft, inner or outer polymer extrusion. Struts 1-3 from the distal end of the stent were damaged and stretched in a distal direction. The remainder of the stent was undamaged. The undamaged stent outer diameter (od) was measured and was within max crimped stent profile measurement. No issues with the balloon. No other issues were identified during the analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.